Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: h4. Corrected: g1. Photo investigation: the product was not returned to depuy synthes; however, photos were provided for review the x-ray investigation revealed implantation of lcp-df 4.5/5 r 11ho l276 sst for the management of a femur bone fracture. Achronological radiographic evidence was provided. According to the radiographic images dated on (B)(6) 2025, the device was implanted and secured with screws on each side of the fracture line. No signs of implantation damage were observed in the available images from said date, however, on (B)(6) 2025, the lcp-df 4.5/5 r 11ho l276 sst cracked at the level of the seven hole (referencing the proximal hole as the starting point), located at the mid-portion of the implant. No additional information regarding the circumstances leading to this condition was available in the submitted documentation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the lcp-df 4.5/5 r 11ho l276 sst would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 222.256. Lot number: 80692p8. Manufacturing site: mezzovico. Release to warehouse date: 22 aug 2025. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed implantation of lcp-df 4.5/5 r 11ho l276 sst for the management of a femur bone fracture. A chronological radiographic evidence was provided. According to the radiographic images dated (B)(6) 2025, the device was implanted and secured with screws on each side of the fracture line. No signs of implantation damage were observed in the available images from said date, however, on (B)(6) 2025 the lcp-df 4.5/5 r 11ho l276 sst cracked at the level of the seven hole (referencing the proximal hole as the starting point), located at the mid-portion of the implant. No additional information regarding the circumstances leading to this condition was available in the submitted documentation with the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the lcp-df 4.5/5 r 11ho l276 sst would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical product investigation: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp-df 4.5/5 r 11ho l276 sst was broken at the shaft through one of the holes. In addition the surface was noted with several scratches. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection for the lcp-df 4.5/5 r 11ho l276 sst was not performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lcp-df 4.5/5 r 11ho l276 sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 222.256. Lot number: 80692p8. Manufacturing site: mezzovico. Release to warehouse date: 22 aug 2025. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2025, for a right femoral fracture on a total knee prosthesis (tka). Osteosynthesis was performed using a locked compression plate (lcp) for the distal femur without notable intraoperative complications. Multiple locking screws were used to permit immediate weight-bearing as tolerated according to pain, taking the patient's age into account to avoid prolonged immobilization. The patient was transferred to a rehabilitation unit. The postoperative course was relatively uncomplicated. Pain was noted during a resisted abduction movement in physiotherapy. A few days later the patient reported sudden severe pain when rising from bed and fell, likely related to hardware failure. At 5 weeks post-op, radiographs demonstrated implant failure with fracture displacement. Revision osteosynthesis was performed on (B)(6) 2025. The plate fracture was clean, without plastic deformation. According to the surgeon, this is the first occurrence of this type outside the usual setting of nonunion, where implant fractures are seen after about six months. There was a serious deterioration of the patient¿s condition. Postoperatively, radiograph was satisfactory. The patient remained in pain but was well controlled with analgesics. The implant was removed and revision surgery performed.